Manufacturer narrative:
(B)(4). The review of the (manufacturing, sterilization, packaging, boxing) paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for a thoracic aortic aneurysm with a maximum diameter of 62mm and was implanted with a conformable gore® tag® thoracic endoprosthesis in zone 3 of the thoracic aorta. During the procedure, reconstruction of the right femoral artery was performed. Pre-operative data includes reported circumferential calcification of the main vascular access for the patient. The patient tolerated the procedure with no reported endoleak.